Event description:
The analysis of the memory download shows little or no caregiver response to an alarming monitor at the time when the events leading up to death were happening. Pt died after a series of bradycardia and apnea events began at 00:17 in 2005.